Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. The customer reported issue was confirmed through visual inspection. A functional test was performed. The cause of the reported issue was due to delamination of downstream occlusion (dso) seal. Upon further inspection, found the upstream occlusion (uso) seal was delaminated. As a result, the dso and uso seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the downstream occlusion seal is ripped and bubbled. There was no patient involvement.